Event description:
Pt underwent surgical removal of ruptured silicone gel implants in 1999. In addition, pt underwent biopsy of bilateral breast lumps. As per the surgeon's note, both the right and left silicone breast implants were removed and found to be ruptured. No MFR ID or imprint was discernible.